Event description:
It was reported that the user experienced prolonged high glucose for approximately four hours after breakfast despite announcing the meal and expressed concern that the ilet was not adapting insulin needs as expected, leading to dissatisfaction with support and a request for escalation. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no medical intervention reported. Investigation included troubleshooting and education regarding high glucose management. Investigation of this case revealed no device malfunction reported and no component issue identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.